Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the short circuit or u510 error messages. Instead, the evaluation found the teflon pad worn down, exposing metal beneath the pad. Based on similar reports, a potential cause for the teflon pad damage is operator's technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ also, ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device.

Event description:
Olympus was informed that during a tlh procedure, the device caused error messages for electrical short and u510 (ultrasonic frequency error). The device was removed from the procedure, and the procedure was completed with another similar device. There was no reported patient injury, device damage, or device fragmentation into the patient.